Event description:
It was reported that the system was explanted when the patient developed infection due to groin surgery. Upon removal, the physician saw externalized conductors. All electrical measurements were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Internal insulation abrasion was found at 13.5-15.3cm from the distal tip. External insulation abrasion was found at 41.3-41.5cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.